Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending investigation. D10: 4447790 300-10-15 - equinoxe replicator plate 1.5mm o/s. 4316175 300-20-02 - equinox square torque define screw drive kit. 2752742 310-01-53 - equinoxe, humeral head short, 53mm (beta). 3672118 314-13-15 - equinoxe cage glenoid extra large, beta. 4619785 315-35-00 - glnd kwire.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2017. The patient presented with mild pain in shoulder joint. Potential infection. A first stage revision was completed and an antibacterial spacer was used. The patient will be revised to exactech reverse. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.